Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had low blood glucose. At the bedtime the blood glucose was 8.1 mmol/l. This morning the blood glucose was 11 mmol/l. Mother gave him bolus of 4.2 u for his carbs. He got ready for school and right before school mom tested his blood glucose was 2.8 mmol/l. She took him off the pump and treated him for the low with sugars. 15 minutes later the blood glucose went to 3.4 mmol/l. She retreated it with two more tab of sugar and a snack and the blood glucose went up to 4 mmol/l. The insulin pump will not be returned for analysis.